Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient had acetabular cup detached, disconnected and created metallic debris, and/or loosened from acetabulum, caused severe pain and inhibited ability to walk after asr hip implant. **update** (B)(4) 2013 - additional litigation papers received (B)(4) 2013 and attached. There is no new information that would change the outcome of the investigation. **update**- (B)(4) 2013-sales rep reported revision of right hip. There is no new additional information that would affect the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Patients sticker sheet was provided and part and lot were updated. The complaint and associated mdrs were updated. Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. Revision operative report indicates the following: adverse tissue reaction; a lot of synovial fluid and metal debris; significant disruption of the posterior capsular and surrounding capsular structures; some corrosion on the trunnion. Adaptor sleeve, femoral stem, and stem sleeve added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.